Event description:
The physician was doing a vitrectomy. He was using the 23 britelight angled 45' laser when the light tips burnt out. We used 3 probes from the same box and lot # 017162. Box was given to materials management. Three probes total were used.